Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen. Also, there were scratch marks on the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient (pt) reported having trouble recharging their ins implant for about a month now. Pt stated that recharge quality shows good but ins does not recharge. Pt said they had the recharger (rtm) connected and in place over the ins for an hour without moving but ins did not charge. Pt said they tried repositioning the recharging paddle to get recharge quality to excellent but then boom without moving a muscle it's (recharge quality) gone. Pt remarked that they have been fighting the machine because it seems like its (to recharge ins) taking forever every day then saturday the controller (ptm) screen displayed "call manufacturer". Pt said while they have been going through the same motions in the past they would see "try again" but saturday the "call manufacturer" message appeared and it stopped everything. Pt said there was no other information displayed on the ptm screen. Pt commented that the ins system has been a miracle and that they have been able to charge up without any problems every morning and then a month ago things seemed to start getting a little dicey. Pt noticed discoloration and a tiny tear on one side of the rtm cord where it connects to recharging antenna while troubleshooting. Pt denied the recharging antenna getting hot while recharging but said it does get warm from having it pressed against the body. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.